Event description:
It was reported that the customer was hospitalized due to high blood glucose. The blood glucose at time of the call was 143mg/dl. It was stated that the customer had end renal stage. The customer requested assistance with reservoir change. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2013-80566.